Manufacturer narrative:
(B)(4).

Event description:
It was reported that "upon opening the packaging, it was observed that the guide wire was tortuous." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire inserted through the catheter, and packaging for evaluation. The guidewire protective tubing was not returned. Visual analysis revealed that the guidewire and catheter were kinked at the same location. Additionally, the guidewire had a second kink in its body. The packaging contained multiple folds and creases. No definite signs of use were observed on the returned components. Microscopic examination confirmed the damage and revealed that both welds were secure and intact. The kinks on the guidewire measured 133mm and 235mm from one end of the guidewire. The guidewire length measured 350mm, which is within the specification limits of 345mm - 355mm per guidewire product drawing. The guidewire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per the guidewire product drawing. The kink in the catheter measured 21mm from the juncture hub. The full length of the catheter body measured 54mm, which is within the specification limits of 52mm - 56mm per catheter product drawing. The outer diameter of the catheter body extrusion measured 0.91mm, which is within the specification limits of 0.89mm - 0.94mm per catheter extrusion product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through a lab. Inventory introducer needle, and the undamaged portions were able to pass with little to no resistance. Resistance was encountered at the locations of the kinks. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The customer report of a kinked guidewire was confirmed through investigation of the returned sample. Two kinks were observed on the guidewire body, one of which, aligned with the kink in the catheter body. The packaging had multiple folds and creases. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "upon opening the packaging, it was observed that the guide wire was tortuous." The patient's current condition is reported as "fine".